Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The 2.25x15mm, 2.50x15mm, and 2.50x23mm xience alpine devices are being filed under a separate medwatch MFR number. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction, and thrombosis, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient presented with segmented elevation myocardial infarction (stemi) on (B)(6) 2016 and a 2.5x23mm xience alpine stent was implanted in the posterior descending artery (pda). The patient was not symptomatic but was scheduled to have additional intervention on (B)(6) 2016 and a 2.25x18mm alpine stent was implanted in the mid circumflex (cx) artery, a 2.25x15mm alpine was implanted in distal cx, and a 2.5x15mm alpine stent was implanted in the obtuse marginal artery. Eight days later ((B)(6) 2016) the patient presented with segmented elevation myocardial infarction (stemi) and chest pain. The patient was compliant with dual antiplatelet therapy comprised of plavix and aspirin. Angiography was performed and thrombosis was noted in all 4 xience alpine stents that were previously implanted. The thrombosis was treated using an unspecified aspiration catheter, thrombectomy, and post dilatation with an unspecified non-compliant balloon catheter. The patient was discharged and is at home. No additional information was provided.